Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker sensed noise. Additional information indicated that the source of the noise was undetermined. The device was explanted due to normal battery depletion (nbd). No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegation towards the pacemaker was not confirmed. No noise was noted on the live e-grams during programming. The device passed longevity calculations and electrical testing.